Manufacturer narrative:
It was reported that a revision surgery of the biconvex patella was performed for gross loosening. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device showed the patella is deformed and worn. Cement is well adhered to the bone-interfacing surface of the patella. A dimensional evaluation cannot be performed with accuracy due to damage of the device. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. The instructions for use noted the alleged failure has been identified in the potential adverse events. A review of risk management files found that the reported failure was documented appropriately. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to traumatic injury, abnormal motion over time or patient medical history. The device was implanted in 2017. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery of the biconvex patella was performed for gross loosening. The primary surgery was performed in 2017 by the same surgeon.